Event description:
It was reported that a review of this cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to an event showing noise oversensing and pacing inhibition for the patient. It is believed by the clinic that the noise was caused due to electromagnetic interference (emi). Upon technical services (ts) review it was discussed that the noise does appear to be emi and that it would be valuable to understand what the patient was doing at the time of the event. It was also noted that other episodes do not show anything similar, and that there is frequent far-field r wave sensing on the right atrial (ra) lead channel. Troubleshooting recommendations were provided by ts. The crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a review of this cardiac resynchronization therapy defibrillator (crt-d) system data was requested due to an event showing noise oversensing and pacing inhibition for the patient. It is believed by the clinic that the noise was caused due to electromagnetic interference (emi). Upon technical services (ts) review it was discussed that the noise does appear to be emi and that it would be valuable to understand what the patient was doing at the time of the event. It was also noted that other episodes do not show anything similar, and that there is frequent far-field r wave sensing on the right atrial (ra) lead channel. Troubleshooting recommendations were provided by ts. The crt-d system remains in service. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information related to this event as well as the ra lead model/serial number; however, no response was received.